Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.0. Second test inr = 3.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070202. First test inr = 1.0. Second test inr = 3.9. Mean = 2.45; sd = 2.1; %cv = 88.7%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.